Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness and/or headache and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness and/or headache and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Now, the manufacturer received device information on 12/17/2024. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, it is observed that there was no visible foam degradation found. The device was scrapped. Updated - product brand name, FDA product code, common device name, model number, catalog item identifier, serial number, product UDI, 510k, manufacture date, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid updated. The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021.